Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that a cable failure caused communication failure and image distortion. The cable failure was likely caused by disconnection of the cable due to its twisting. The cause of why the cable was twisted could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ ¿never pull out the video connector by the camera cable. The camera cable could be damaged due to excessive force.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that poor image was noted with the hd camera head during inspection for use, prior to a therapeutic operation. During a standard service inspection of the customer returned device, distorted image was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, image distortion, connector crack, connector contact corrosion, main body deposit, and main body flooding were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.